Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no actions in particular were taken to resolve the foreign object. The cause of the foreign object was thought it might be a blood clot or a buildup of contrast agent.

Manufacturer narrative:
H3: product analysis of sfr4-3-20-10, lotno:b436114 as found condition: the solitaire x revascularization device was returned for analysis within a shipping box and within two resealable plastic biohazard pouches. The phenom-21 micro catheter involved in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The marker coil was found undamaged and unstretched. No irregularities were found with the solitaire x proximal marker/attachment zone. No damages or irregularities were found with the solitaire x stent non-working (tear drop) length struts, the working length struts or the marker fingers. All body markers and finger markers were still attached and not missing. The entire length of the stent was found fully opened. No breaks or separations were found with the returned solitaire x revascularization device. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was not confirmed. There was no damages or irregularities found with the returned solitaire x device and no breaks were found with the device. In addition, all the finger markers and body markers were still attached to the stent device. As the no other ancillary devices were returned for analysis, any contribution of those devices towards the resistance could not be assessed. The phenom-21 micro catheter has an inner diameter of 0.021¿, which is compatible for use with the solitaire x device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the procedure was completed without any problems, but a foreign object (4 mm in length and 1 mm in width) was confirmed via fluoroscopy after the final confirmation contrast. It was suspected that the nitinol marker, etc. Has peeled off with phenom21. The patient was undergoing surgery for treatment of ischemic cerebral infarction in the va/ba. Mrs pre-operative was 3, and postoperative was 0. Nihss was 10 pre-operative and 1 post operative. Tici was 1 pre-operative and 3 post operative. The patient was treated with a tpa, 1 pass of the solitaire was performed. The device was prepared as indicated in the package insert. It was noted the patient's vessel tortuosity was moderate. The parent vessel was ba with a 2.4mm diameter. Ancillary devices include a phenom21.